Manufacturer narrative:
Visual analysis of the returned device identified creases, yellow particles in device's outer surface, white particles in device's inner surface, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Deflation was noticed approximately 3 months following when "expansions started" on the left side. The device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "possible deflation of a tissue expander." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later confirmed deflation was noticed approximately 3 months following when "expansions started" on the left side. The device has been explanted.